Event description:
It was reported that shredded particulate matter was visibly detected on one (1) size 3.5 ped, pediatric tracheostomy tube. This was detected during procedure set-up for a scheduled tracheostomy change. There was no direct pt involvement. The 3.5 ped device was returned to the MFR for analysis and investigation. Initial investigation and visual inspection confirms the presence of minute particulate matter found in the device and packaging. Investigation is in process to identify the source of the particulate matter.